Event description:
There was no patient involved in this event. This device malfunctioned because the new out of box pad unit has flashing red status indicator light and chirping indicating some type of fault.